Event description:
The hospital reported, "after 1 or 2 uses of the device, the screwdriver fractured."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.